Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. Reviews of instructions for use (IFU), specifications, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions the indwelling time should not exceed four(4) weeks. Evaluation and replacement beyond four (4) weeks must be considered. 11. With the catheter held in a vertical position, begin at the skin level and place an 8 inch long strip of 2 inch wide tape vertically against the catheter tube. 12. Wrap the tape completely around the catheter tube forming a 1 cm adhesive land to allow for catheter movement; lay the tape flat on the abdomen. 13. Apply a second piece of tape on the same fashion just above the first. 14. Using a 3 inch long piece of tape, secure the connecting tube to the abdomen in a gentle curve(figure a). No lot number was provided; therefore, a review of non-conformance's cannot be completed at this time. If new information becomes available the complaint will be updated at that time. No lot number was provided therefore no additional complaints can be reviewed at this time. If new information becomes available the complaint will be updated at that time. Although requested, no additional information is available regarding this event. Several factors may have contributed to the bladder perforation including leaving the device in place greater than 4 weeks, disease of the bladder, and not securing the catheter in position. There is no allegation of device failure during the event described in the journal article. The most likely cause for this occurrence is off label use of the device by allowing the catheter to be left indwelling greater than 4 weeks without replacement or evaluation. The device was also used off label when it was not secured in place. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
In a journal article by pieretti and pieretti-vanmarcke (1995) titled "late intraperitoneal posterior bladder wall perforation caused by loose percutaneous stamey suprapubic catheter" it was reported that a (B)(6) male patient experienced peritonitis, lax adhesions, and posterior bladder wall perforation. The patient was born with bladder exstrophy (urinary bladder outside of the abdominal wall). At (B)(6), the patient underwent exstrophy closure, bilateral inguinal hernia repair, and bilateral iliac osteotomy. At (B)(6), the patient was admitted with urinary retention due to complete bladder outlet obstruction associated with acute pyelonephritis and dehydration. A 14fr stamey malecot suprapubic catheter was inserted and a cystogram was done which confirmed proper placement of the catheter. The patient was re-hydrated and started on appropriate antibiotic therapy for the urine culture that had grown escherichia coli (e. Coli). The boy was discharged and lost to follow-up for two months when he returned with a two day history of abdominal pain, fever, bile stained vomiting, and decreased urine output. Physical examination revealed a severely ill patient with diffuse abdominal distention, rebound tenderness, absent bowel sounds, and an empty bladder. Wbc's were elevated, and serum creatinine was 2 mg%. An abdominal roentgenogram showed a distal small bowel obstruction with wall edema. The patient underwent a laparotomy via a midline incision. Acute peritonitis was found with approximately 300ml of purulent urine. Lax adhesions were obstructing the distal ileum. There was a posterior bladder wall perforation. Through which the tip of the suprapubic catheter was emerging. The bowel adhesions were lysed; bladder wall perforation was repaired, and the percutaneous catheter was replaced with an 18fr silastic malecot catheter. The patient had an uneventful recovery. The reporters of this situation stated that in this patient's case, the catheter was not secured in place and was loose lying. This, along with the diseased bladder and presence of infection contributed to the bladder perforation that subsequently led to the lax adhesions and peritonitis. There was no report of device malfunction.